Event description:
Our rep reports that during an acl procedure, a portion of the distal tip of a "curette" broke off into the bone tunnel while the surgeon was fine tuning the tunnel. The fragment was easily retrieved and the procedure was concluded successfully without further issue or harm to the pt. The complaint instrument has been in vigorous use for approx 6 years. The complaint device was discarded at the user facility.

Manufacturer narrative:
The device has seen considerable use for approx 6 years. This is an extremely rare instrument failure; a search into the mitek complaints system revealed that this is the only complaint of its kind for this device going back 10 years. We consider this issue to be an anomaly, and attribute the underlying cause for the instrument failure to fair wear and tear through age/usage. This report is filed to document the reported event; no further action is warranted.